Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: item# 00801803602/ femoral head / lot # 62468114; item # 00784800200/ modular neck k 12/14 neck/lot # 62033772; item# 00620205822 / shell porous/ lot # 62468114; item # 00630505036/ liner standard/lot # 62476861; item# 00625006525 / bone screw/ lot # 62463510; item # 00625006520/ bone screw/lot # 62591548; item # 00223200418/ cable cerclage cable/lot # 62452802. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 -00389, 0001822565 -2021 -03181.

Event description:
It was reported that patient was patient underwent a left hip revision surgery 7 years post implantation due pain, osteolysis, elevated metal ions, pseudotumor, and altr. During the revision, significant scar tissue was noted. The shell and stem were well-fixed and left intact. The head and neck came out in one piece. The head, neck and liner were exchanged without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.